Event description:
It was reported that poor perforation occurred before use with a bd 10ml syringe. The following information was provided by the initial reporter, "10 ml syringe packets are not tearing consistently along their perforations, and very often tearing the sterile envelope in which they inhabit. The syringes come from varying batch numbers, it seems its usually one or two cartridges per box of 100. Therefore @ 6-7 syringes per 100." 13 occurrences were reported.

Manufacturer narrative:
Investigation: nine actual samples were received by our quality team for evaluation. Upon visual inspection of the samples received, unclear perforation cut lines were observed on the blister package; therefore the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this issue is related to the manufacturing equipment. There is a perforation knife to create perforated cuts at the primary packaging station. Poor unclear perforation cut lines were probably cause due to a worn down knife and the production technician was not able to detect the poor perforation cut lines. Communication to the production technicians of this incident was performed along with a revision on the process to check perforation testing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor perforation occurred before use with a bd 10ml syringe. The following information was provided by the initial reporter, "10 ml syringe packets are not tearing consistently along their perforations, and very often tearing the sterile envelope in which they inhabit. The syringes come from varying batch numbers, it seems its usually one or two cartridges per box of 100. Therefore @ 6-7 syringes per 100." 13 occurrences were reported.